Event description:
The customer reported to olympus that the camera head had a blue line across the screen. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. Additional information about the event was requested to the customer, but not received. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.